Manufacturer narrative:
There were minor scratches to the lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that the reservoir comes out every once in a while, and there are chips around the reservoir compartment. The customer's blood glucose level at the time of incident was 477mg/dl. The customer states their levels are high, due to the reservoir not being connected to the pump the previous night. The customer states the damage is on the lip of the reservoir compartment. The customer was advised that the device would have to be replaced and returned for analysis.